Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 601mg/dl. The cause of the high bg was unknown. Manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.